Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that no audio output occurred. The patient's parents reported that the pediatric patient experienced disorientation, vomiting, and anuria. The patient was brought to the hospital and diagnosed with dka (diabetic ketoacidosis). The patient was treated with unspecified novolog insulin. The cgm display device showed high with no readings. Of note, the reporter alleged the display device did not alert. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was recovering with low energy and poor appetite. Data investigation could not determine the no audio alert on the mobile app. Patient crossed their high alert threshold of 250 mg/dl with an egv (estimated glucose value) of 265 mg/dl at 12:35 pm on (B)(6) 2023. The patient received their initial high alert at 12:26 pm, which was vibration only. Five minutes later at 12:41 pm, the patient received another high alert at fifty percent volume. The high alert was then acknowledged at 12:41 pm. Data was evaluated, and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The patient's parents reported that the pediatric patient experienced disorientation, vomiting, and anuria. The patient was brought to the hospital and diagnosed with dka (diabetic ketoacidosis). The patient was treated with unspecified novolog insulin. The cgm display device showed high with no readings. Of note, the reporter alleged the display device did not alert. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was recovering with low energy and poor appetite. Data investigation could not determine the no audio alert on the mobile app. Patient crossed their high alert threshold of 250 mg/dl with an egv (estimated glucose value) of 265 mg/dl at 12:35 pm on 06/05/2023. The patient received their initial high alert at 12:26 pm, which was vibration only. Five minutes later at 12:41 pm, the patient received another high alert at fifty percent volume. The high alert was then acknowledged at 12:41 pm. Data was evaluated, and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).